Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Materials#: 302832 batch#: 4030302 it was reported by the customer that brown fm found in syringes. Verbatim: rcc received a complaint via phone. Pir attached productcomplaint-mds facility: (B)(6) address: xxxxx xxx xxx s, xxxxxx, xx xxxxxx contact: xxx xxxx-supervisor of finanace in the pharmacy email: xxxxx.xxxx@cxxxxxxal.org phone: xxxx-xxx-xxx contact: xxxxx-xxx xxxxxxin IV room email: xxxxx.xxxx@xxxxxx.xxx phone: xxx-xxx-xxx issue: brown fm found in syringes ref: (B)(4) lot: 4030302 doe: (B)(6) 2024 qty: (B)(4) samples: yes pt harm: never reached any patients.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there is a brown foreign matter found in the syringes. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. There is embedded degraded resin in the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot 4030302. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 302832 batch#: 4030302. It was reported by the customer that brown fm found in syringes. Verbatim: rcc received a complaint via phone. Productcomplaint-mds: facility: (B)(6). Address: xxxxx xxx xxx s, xxxxxx, xx xxxxxx. Contact: xxx xxxx-supervisor of finanace in the pharmacy. Email: xxxxx.xxxx@cxxxxxxal.org. Phone: xxxx-xxx-xxx. Contact: xxxxx-xxx xxxxxxin IV room. Email: xxxxx.xxxx@xxxxxx.xxx. Phone: xxx-xxx-xxx. Issue: brown fm found in syringes. Ref: 302832. Lot: 4030302. Doe: 05may2024. Qty: 5. Samples: yes. Pt harm: never reached any patients